Event description:
Adverse event: death. Onset of adverse event: two days post procedure. Device issue: none. It was reported via a trial that on (B) (6) 2010, the patient was admitted to the hospital due to generalized weakness and shortness of breath. The patient's cardiac enzymes were elevated, functional ischemia study was positive; a non-st-elevation non q-wave myocardial infarction was diagnosed. Medication was administered. Diagnostic coronary angiography was performed - results not reported. On (B) (6) 2010, the patient underwent stenting of the pre-dilated proximal left anterior descending artery with 3.0 x 12 xience v stent. On (B) (6) 2010, the patient experienced increased shortness of breath, non-productive cough, tachypenia and lethargy. The patient was diagnosed with acute onset of respiratory failure due to advanced chronic obstructive pulmonary disease. The patient was placed on a bi-level positive airway pressure machine. The patient requested a dnr and intubation was declined. The patient expired on (B) (6) 2010. No death report or cause of death was received. Though requested, there is no additional information available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Respiratory failure/arrest and death are recognized as no fault complications in the no fault risk assessment. Death is also listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). Since respiratory failure is not specifically listed as a known adverse event of coronary stenting in the IFU, there is a need to evaluate this IFU documentation for a potential update. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product deficiency with respect to manufacture or design.